Event description:
It was reported that while unpacking the device prior to an unspecified treatment procedure the shaft was perforated. The apex monorail 15mm x 3.00mm balloon catheter selected for use had the stylet protruding from the side of the shaft, approximately 20 cm from the tip. The device did not come in contact with the patient. The procedure was completed with another apex monorail. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).